Event description:
Medics analyzed a patient in cardiac arrest, subsequent to a defibrillation, but the device returned a "no shock advised" determination for an apparent ventricular-fibrillation heart-rhythm. The medics responded to a call for a witnessed collapse of the patient by their spouse. Upon arrival, the medics assessed the patient and found them unconscious and vital signs absent. The medics attached the device to the patient using multi-function electrodes and initiated an analysis. The device appropriately returned a "shock advised" determination and the medics administered a 120 joule shock to the patient and converted the heart-rhythm to asystole. An analysis was immediately performed and returned an appropriate "no shock advised" determination. The medics began a one-minute sequence of CPR on the patient and initiated an analysis of the patient. The device returned a "no shock advised" determination for a displayed ventricular-fibrillation heart-rhythm. The medics performed another sequence of CPR on the patient and initiated a fourth analysis of the patient. The device returned a "no shock advised" determination for a displayed ventricular-fibrillation heart-rhythm that was similar to the rhythm in analysis event number three. The medics began the transportation of the patient to a nearby medical facility and continued to administer CPR. During the transport, the device issued a "check patient" advisory message and the medics stopped the vehicle and initiated an analysis of the patient. The device returned a "no shock advised" determination for a displayed asystole heart-rhythm. The medics then resumed patient transport. Several minutes later, the medics rendezvoused with a paramedic crew who assumed care for the patient. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.